Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the customer reported complaint. The unit was returned for failure analysis for the reported problem error 32100. Unit was placed on system and didn't replicate error. Unit was placed on the testing platform machine and passed all tests. Procedure logs confirmed 3210 error pointing to arm fault reaction logic (frl) communication issue multiple times. As a fix the act and dual harnesses will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse was able to reproduce the error. The error was pointing to distal set up joint (suj). Fse replaced distal suj and the issue was resolved. Fse verified proper operation and notified the customer that the system was ready to be used. The system was tested and verified ready for use. Isi has received the distal suj, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 32100 that may have been related to the system complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a radical prostatectomy without lymphadenectomy procedure. This complaint is considered a reportable event due to the following conclusion: an arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had 32100 error on arm 2 and that they had restarted several times with a hard restart of the patient side cart (psc) with no change. Site only needs 3 arms, but could not continue since arm 2 had the issue. Site would like the isi field service engineer (fse) to call schedule service as all other systems are in use. Tse called site back to get logs, but the site was unable to bring up event logs to get picture of the screen. The site also stated they are attempting to dock with 3 arms at this time. The procedure was completed with no reported injury. The site called back after initial call and was able to send in the logs. Error 32100 pointed to the proximal on arm 2. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following: the customer was unable to provide any further details than what was already reported. It was confirmed the procedure was completed with no reported patient injury.